Event description:
It was reported that the customer's reservoir would not lock into place in the insulin pump. The customer stated that the tubing cap and the reservoir were not connecting properly. The customer further stated that the reservoir compartment smelled like insulin but that there was no moisture in the reservoir compartment. The customer reported that there was a low blood glucose incident on (B)(6) 2015, and the paramedics were called. The customer's blood glucose was 23 mg/dl. The customer was treated with 50 grams of glucose. On (B)(6) 2014, his blood glucose was 600 mg/dl and, after giving himself insulin, dropped to 30 mg/dl. When the paramedics came, he was treated with an IV and glucose. The customer wasn't hospitalized. The customer also received many no delivery alarms and a button error alarm. Advised that replacement infusion sets and reservoirs would be sent. Advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.